Event description:
Two staff were transferring resident with invacare lift. The stabilizer bars were in the open position. When the staff turned the lift towards the bed, the lock on the stabilizer bars failed causing the bars to close. This caused instability with the lift and it tipped over. Staff was able to prevent a hard fall with the resident; however, she did fracture her heel as she was falling.